Event description:
It was reported that the device was in use with patient for infusion for treatment of pulmonary arterial hypertension. The reporter stated the device gave an alarm and showed "error 1660". The reporter stated the patient switched to their backup pump. No adverse effects to patient reported.

Manufacturer narrative:
One cadd-legacy 1 ambulatory infusion pump was returned for analysis. The reported issue of an error code 1660 was verified. The error code was cleared, the mp board was replaced, the front and rear housing were replaced. The dso was found to have a low psi, and a faulty back up capacitor. The eight position keypad and the overlay were replaced as part of the repair process. The device was recalibrated and the a software was reinstalled in order to resolve the issue.